Manufacturer narrative:
Added information to d7a. H3: investigation results - the revision reported may have been the result of prosthesis wear, osteolysis, and acetabular cup loosening as reported in the operative notes. The prosthesis wear may have been the result of the orientation of the acetabular cup, edge loading/impingement, patient-related conditions, or any combination of these possibilities. The aseptic (non-infected) acetabular loosening may have been the result of an insufficient bond between the acetabular cup and the bone. Additional contributing factors to the reported failures may have been the result of a combination of risk factors including but not limited to being implanted with a component having a shelf age of greater than 2 years. However, this cannot be confirmed as the devices were not available for evaluation, and images and radiographs were not provided at the time of this evaluation.

Manufacturer narrative:
D10: concomitants: (B)(6), 188-01-09 - wedge plasma x/o sz 9. (B)(6), 170-36-07 - biolox delta femoral head 36mm od, +7mm. (B)(6), 180-65-45 - alteon 6.5mm screw, 45mm. (B)(6), 180-65-30 - alteon 6.5mm screw, 30mm. (B)(6), 180-65-30 - alteon 6.5mm screw, 30mm. (B)(6), 186-01-58 - integrip cc, cluster 58mm, g3.

Event description:
Per a report from the legal department a 56 y/o male patient had a left hip replacement on (B)(6) 2015. Approximately 7 years after the initial procedure the patient had a left hip revision on (B)(6) 2022 due to severe pain. Revision op report ((B)(6) 2022). Diagnosis: failed left hip replacement (grossly loose cup). Very stable reconstruction. Femmoral stem was stable and well fixed - therefore they didn't need to be revised. The cup was grossly loose and removed easily - there was moderate amount of osteolysis surrounding the acetabular implant. Moderate amount of osteolysis changes to the soft tissue as a result of poly wear. Patient was reversed from anesthesia and sent to pacu in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.